Manufacturer narrative:
Evaluation of the returned ruby coil lp pusher assembly revealed that the introducer sheath was fractured at its proximal end and the fractured proximal segment was not returned for evaluation. Based on the reported complaint, this damage was likely a result of the introducer sheath being cut during the procedure. Further evaluation of the device revealed that the pet lock was separated on the proximal end of the pusher assembly. If this occurs, the pull wire will retract from the pusher assembly distal detachment tip and the embolization coil will detach from the pusher assembly. The root cause of the separated pet lock could not be determined. The detached embolization coil was not returned for evaluation. Due to the returned condition, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: (B)(4) - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report numbers: 3005168196-2021-01490, 3005168196-2021-01491.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudoaneurysm using ruby coil lps and a microcatheter. During the procedure, three ruby coil lps would not advance at all past their initial positions within their introducer sheaths. Subsequently, the scrub technologist removed the ruby coil lps from the backside of the introducer sheaths, cut the friction locks, and backloaded the introducer sheaths. It was reported that, while attempting to remove one of the ruby coil lps from the backside of its introducer sheath, resistance was encountered, and the ruby coil lp detached from its pusher assembly on the back table. The physician then successfully placed the remaining two ruby coil lps in the target vessel. The procedure was completed using additional lp coils. There was no report of an adverse effect to the patient.